Event description:
It was reported that while in the operating room the md inserted the spring wire guide (swg) into the pt's femoral artery. As the md was threading in intra-aortic balloon (iab) over the swg, and md found that the swg could not be passed through the proximal end of the iab catheter. The md tried several times to thread the iab over the swg without success. As a result, the md opened another redigard iab catheter and this iab was inserted without difficulty. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no delay in therapy and the outcome of the pt is unk. Additional information received on 07/29/2010 from the marketing executive stated that the iab was prepped correctly, another swg was inserted and used with the second iab and the same insertion site was used.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.